Event description:
Procedure: colectomy. According to the reporter: during the procedure, no issues were noted. No reinforcement material was used during the case. Possibly on postop day 2 or 3, the pt exhibited a bleed at the anastomosis. There is a potential the pt went back to the operating room. Current status of pt is unk.

Manufacturer narrative:
(B)(4).